Manufacturer narrative:
D.4 & h.4: serial number, unique device identifier, and manufacturer date not available. Upon investigation of this incident, the technical support specialist (tss) closed the case at the customers request after the customer confirmed that assistance from the implementation specialist resolved the issue. The system functioned as intended after the technical support specialist investigated the issue.

Event description:
It was reported that when using the bd pyxis¿ es server, user was unable to access the test station. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.